Manufacturer narrative:
Analysis found that the handpiece was noisy and overheated after 1 minute. The pre-repair temperature were: rear: 25.6 c, middle: 29.4 c, and nose: 56.4 c. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported via manufacturer representative that when the handpiece was used for about 1 hour, the hcp felt the device overheated. The product was used continuously while holding the handpiece with wet gauze during procedure. There was around 10 minutes delay in the procedure. There was no patient impact.